Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one assurant cobalt bare metal stent to treat a severely calcified and severely tortuous proximal iliac artery. The device was removed from it's packaging, inspected and prepped per the IFU with no issues noted. It was reported that resistance was encountered when advancing the device. It was reported that the physician was not happy with the stent positioning and on attempting to remove the device from the body, the stent got stuck and came off the balloon. It was reported that the physician attempted to retrieve the stent, with no success, and so decided to crush the stent to the vessel wall with another stent. The dislodged stent remains in the patient's body. No kinks were noted on the guide catheter or sheath. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.